Manufacturer narrative:
No failure identified for the high blood glucose level issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimate. Reportedly, for the past couple of weeks, the cartridge was filled with 150 units of insulin and the insulin gauge showed an inaccurate fill estimate of 55 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, the customer reported experiencing unexplained blood glucose (bg) level in the 300's (mg/dl) with minor ketones. During the time of the call, the customer's bg level was reported to be 315 mg/dl. The customer delivered correction boluses via the insulin pump to address bg level. Several hours later, the customer called back reporting that the insulin gauge displayed 13 units. It was confirmed that the customer will continue using the pump for continued insulin therapy.